Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultramini meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the afternoon. The patient reported using non adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 in the afternoon she had something more to eat or drink. The patient reported 35 minutes after the alleged issue occurred, she developed symptoms of ¿blurred vision and sweating¿. It is unclear if the patient associates the symptoms with high or low blood glucose. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The patient was educated regarding the meter¿s auto shut off function but the alleged issue remained unresolved. The subject meter¿s battery was found to be in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claims, due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.